Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7029176.

Event description:
It was reported that the patient was taken to the hospital by ambulance. The patient was feeling nauseous and was losing sensation in his left leg. During the ambulance ride to the hospital, the patient also experienced loss of sensation in his right leg. A magnetic resonance imaging (MRI) was performed and there was a blood clot pressing on the patients spinal cord. The patient underwent a revision procedure to explant the entire spinal cord stimulator (scs) system. The patient regained feeling and movement in his right left after the procedure. The patient remains hospitalized, but the patient is improving and regaining strength and mobility in his left leg. The explanted devices were retained by the medical facility and will not be returned for analysis.